Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay-user/patient contacted lifescan on april 19, 2008 reporting that his one touch ultra meter was giving inaccurate high reading. The mas spoke to the patient on april 25, 2008 and obtained following additional information. In 2008, at 5:38 pm, the patient tests his blood sugar on the lfs meter and obtained a reading of 213 mg/dl. Based on the meter reading, he took humalog 14 units. The patient's humalog intake is strictly based on the sliding scale. He takes 6 units of humalog if reading is between 121-170 mg/dl, 8 units if reading is between 170-190 mg/dl, 14 units of insulin if the reading is between 210-250 mg/dl, 16-18 units if reading between 250-300 mg/dl. He takes humalog 3-4 times a day depending upon the meter readings. He also takes fixed 28 units of lantus in morning and 15 units in evening. After about an hour, the patient felt shaky, sweaty and weak. He took 5 glucose tablets and ate his food. He did not feel better and was still shaky. His roommate called his nurse friend. She advised him to drink some orange juice. The patient took orange juice and some power bars. Then, he tested himself on regular intervals on the lfs meter and obtained readings of 99 mg/dl, 104 mg/dl and 126 mg/dl. He started feeling better and went to bed. The patient usually gets reading between 100-184 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was programmed for the correct unit of measure and calibration code number. The result was verified into the meter's memory. Replacement products were sent. This complaint is being reported due to the following conclusion: the patient alleged he took increased insulin based on the alleged meter reading and developed the symptoms suggestive of hypoglycemia. The patient claimed he treated himself with food and glucose tablets. He claimed to feel better after 2-3 hours long self-treatment.